Manufacturer narrative:
Based on the current information provided, the cause of the engagement failures of the endoscopes cannot be determined. The fault went away after the system was rebooted and the system and the endoscopes have been re-used multiple times since the event dates with no further complaints. If additional information is received, a follow-up MDR will be submitted. The reported event was addressed with fse phone support. The customer checked the system using an endoscope on all 4 arms and there were no further issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A review of the system and instrument logs has been performed. The logs shows engagement error 22020. All reusable instruments used in the case, including the 30 degree endoscopes which had the engagement failure, were used in subsequent procedures and a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted cholecystectomy procedure, there were engagement issues with 30 degree endoscopes which did not resolve with troubleshooting. As a result, the surgeon elected to convert the procedure to traditional laparoscopy and an additional port was inserted into the patient upon procedure conversion. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the caller (nurse) could not install the 30-degree endoscope on universal surgical manipulator (usm) #3. There was an engagement issue and when trying to install the camera, the arm turned to yellow. Prior to contacting an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the operating room (or) team restarted the system, reseated the sterile adapter (sa) and tried to install the camera on other arms, but the issue persisted. The tse instructed the caller to replace the drape on usm #3 and confirm all disks spun properly; however, the issue was not resolved. The tse then asked the customer to use another camera, but the surgeon decided to convert the case to traditional laparoscopic surgery. Isi followed up with the surgeon and obtained the following information: when the event occurred, 4 robotic ports and 1 assistant port were already placed. The issue caused at least a 30-minute procedure delay, but it was not during a critical step. The surgeon converted the procedure to traditional laparoscopy and an additional 10/12 mm port was inserted in the epigastrium. The laparoscopic procedure was completed successfully. There was no post-operative complication in the patient. Isi followed up with the staff nurse and obtained the following information: on the day of the procedure, the staff replaced the endoscope and tried installing the second endoscope on the other usms of the patient side cart (psc) but the problem was persistent. The issue caused a delay of at least 30 minutes (the total procedure time was 2 hours, 47 minutes) isi followed up with the isi field service engineer (fse) and obtained the following information: according to the fse, the fault went away after the system was powered off and back on again and has not returned since. During the surgery, the customer did not wish to power off/on while the system was docked to the patient.